Manufacturer narrative:
The explanted microstent was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The stent curvature, height, wall thickness, spine width, and overall length were measured and found to be within specifications and the visual inspection did not reveal any device anomalies. The delivery system was not returned, which precluded performance testing of the actual device. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The surgeon hypothesized that because the microstent was only visible through the first window, the device may not be in the correct position, but this has not been verified and the cause of the event remains undetermined at this time. Elevated intraocular pressure requiring surgical intervention is listed in the device labeling as a potential adverse event. (B)(4).

Event description:
A patient underwent implantation of the hydrus microstent in the right eye on (B)(6) 2018. Implantation was performed in combination with cataract surgery, where the surgeon opted to implant the microstent first before cataract removal. On october 2, 2018 the surgeon reported that in the immediate postoperative period starting on day 1, the patient's intraocular pressure (iop) increased from 29 mmhg (on 2 iop-lowering medications) at baseline to the low 50's (on maximal medication) postoperatively. Aqueous was released daily through the existing paracentesis, but the iop remained elevated. During this time, the patient reportedly had no pain, minimal anterior chamber cells and flare, no layered hyphema, no corneal edema, and no obstruction of the microstent inlet. On (B)(6) 2018, a trabeculectomy was performed to manage the patient's glaucoma and during this procedure, the surgeon elected to explant the hydrus because it was only visible through the first window. The surgery was uneventful and the patient is improving. Gonioscopy images were requested prior to explantation, but were not provided. Additional information has been requested.

Event description:
Additional information was requested from the surgeon, who reports that following the hydrus procedure there was no significant corneal edema or anterior chamber inflammation. He could not visualize the distal two windows of the hydrus microstent during surgery or during the postoperative period and reports being unable to fully thread into schlemm's canal. He believes the stent was incorrectly inserted posteriorly, outside of the canal. A secondary glaucoma procedure - trabeculectomy with mitomycin c - was performed on (B)(6) 2018 due to high iop. The surgeon opted to explant the hydrus during the second procedure because the trabeculectomy would create an alternative pathway for aqueous drainage (subconjunctival), and the hydrus was no longer necessary. Following the trabeculectomy, mild to moderate levels of transient corneal edema and anterior chamber inflammation were observed during the first 1-2 weeks postoperative. The surgeon believes these findings were normal following trabeculectomy and does not consider them to be related to the hydrus. The corneal edema and anterior chamber inflammation resolved completely and bcva was 20/25 at 1 month after trabeculectomy. The iop was well controlled at 18 mmhg at 1 month and the prognosis is good.

Manufacturer narrative:
Since this was an explant procedure the original hydrus delivery system was not available, however the explanted microstent was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis that was previously summarized in the initial MDR. The explanted microstent was subsequently subjected to functional testing where it was loaded into a test delivery system and properly delivered 4 times into cadaver rim tissue. Discussion with the surgeon revealed that the device was likely malpositioned during the initial surgery. In the surgeon's opinion, the patient's prior multiple slt procedures likely contributed to the elevated iop. (B)(4).